Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide (co2) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed total service call. The cse fould vacuum tube leaking at reaction tray wash unit (wud). The cse perfomed accuracy and precision test, which were within specification. Quality controls (qc) was within expected range. The cause of the discordant co2 result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide (co2) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same advia instrument, and recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high co2 result.